Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that when the device was used in a laparoscopic sigmoidectomy procedure, the gray insulation was torn. Another device was used to complete the procedure. Nothing fell into the pt cavity, no tissue damaged and there was no pt injury. Upon return and initial visual inspection, the incident device was found to have bare jaw wires.